Event description:
Caller states that they tested 214mg/dl and due to the high result, he went to the doctor for a device comparison. He states that his device read 270mg/dl while the doctor's device read 120mg/dl. No treatment received. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.